Manufacturer narrative:
Diopter: -18.00. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted. The lens was explanted on (B)(6) 2015 and was exchanged for a smaller length lens with similar diopter size. This resolved the problem.